Manufacturer narrative:
Added g3/g4, h1/h2: as it is unknown which device(s) is directly implicated in this endoleak event, the following device(s) will also be included in this report: catalog #tgmr373720/serial (B)(6)/(B)(4).

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2025, the patient underwent a branched endovascular repair (bevar) procedure utilizing the gore® tag® conformable thoracic stent graft with active control system (ctag) and gore® tag® thoracic branch endoprosthesis (tbe) in zone 3 as part of a staged procedure. On (B)(6) 2025, the patient underwent the remainder of the staged procedure to treat a dissection utilizing the gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis (ibe), gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore® viabahn® vbx balloon expandable endoprosthesis in zone 5. On (B)(6) 2025, the patient underwent a reintervention procedure to treat a type 3 endoleak that formed between one of the ctag devices and the tambe device utilizing the gore® tag® conformable thoracic stent graft with active control system in zone 5. During deployment in the tortuous aorta, the lock wire broke off the ctag handle. The physician opened the back-up hatch, pulled the lock wire and successfully completed deployment. The endoleak was sealed. The patient tolerated the procedure. The physician does not know what caused the reported event to occur.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.